Event description:
It was reported that high pace impedance measurements were reported as well as undersensing on the right atrial channel when it comes to this device. The patient was at the hospital with no changes made. A review by technical services (ts) noted that the device performed a lead safety switch (lss) after an out of range pace impedance measurement on the right ventricular channel. It was not possible to review the impedance trend data before the lss in (B)(6) 2019 as the device only stores data of the past year. Since the lss the device had recorded multiple ventricular episodes which appeared to be related to fast rates, but seemed to have caused myopotential oversensing due to the right ventricular sensing being bipolar. Ts confirmed that the r wave amplitudes, pace impedance measurements and pacing thresholds had been stable over the past twelve months. Ts discussed recommendations for this case and troubleshooting steps. The lead implanted is a competitor lead. Additional information noted that the device was programmed to unipolar sensing and bipolar pacing and no further issues were noted. No adverse patient effects were reported. This device remains implanted.